Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and did not like the way the lens seated in the eye. The lens was removed and three piece lens was implanted. The reporter stated that the incident was not product related but a surgeon preference.

Manufacturer narrative:
.